Manufacturer narrative:
Unit p-cap, reservoir locked properly in place. Unit passed displacement test and self test. Unit received with severely scratched lcd window and corroded electronic assemblies. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that there was a crack in the display. The customer's blood glucose level was 120 mg/dl. Customer saw fluid under display but the insulin pump was working correctly. The insulin pump will be returned for analysis.